Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 system controller is (B)(4). Approximate age of device ¿ 1 year and 5 months (calculated from the date when the system controller was issued to the patient.) The device is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support with the new system controller. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018, there was difficulty in connecting the leads when changing from the primary to the backup system controller, and the backup system controller could not be connected. The device was then changed to another system controller. There was no adverse impact to the patient. The patient remains ongoing on lvad support with the new system controller and reportedly no further issues have occurred. No additional information was provided.